Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately high. The reading was 311mg/dl and repeated 300's mg/dl, compared to a calibrated lab method reading of 80 mg/dl, taken within 10 minutes. This does not meet the lifescan criteria for precision. The pt did not report symptoms of high or low blood glucose and no medical attention was sought. The customer care rep performed troubleshooting and twice the control solution test failed. The issue is reported as a product malfunction. The meter, control solution test strips were replaced and return expected.